Manufacturer narrative:
The sample was collected in a 13x100mm serum tube with a gel separator. The sample was centrifuged for ten minutes at 2500 rpm. Per customer, the samples are analyzed from the primary tube through the close tube accession. Qc and system information has not been supplied to date. Service was not dispatched. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report higher than expected hyb-psa result above the normal reference range for one patient generated by unicel dxi 600 access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician new sample was run on the sample unit and lower result was obtained, which better represented the patient's clinical history. Unknown if patient treatment was impacted by this event.